Manufacturer narrative:
Initial and final MDR 1880619- device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage at site on (B)(6) 2024. The blood glucose level of the patient at the time of issue ranged between 114 to 200 mg/dl . The issue occurred with four similar types of infusion set used for 24 hours. No further information was available.